Event description:
It was reported that the device "locked up" and became unresponsive. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause of the reported problem was determined to be due to a failure of the therapy pcb assembly. The software was no longer in the therapy pcb microprocessor (component designator u2). After replacing the therapy pcb assembly, proper operation was confirmed and the device was returned to the customer.